Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient faced infusion set fell off event on (B)(6) 2026. The infusion set was in use for four days. The insertion site was arm. No further information available.